Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained additional information regarding the reported event from a nurse at the site. The nurse indicated that according to the surgeon's operative note, the da vinci myomectomy procedure was converted to a laparotomy due to the patient's anatomy and to control bleeding. It is unclear if the broken shaft issue with the monopolar curved scissors instrument was found during central processing or intra-operatively. The laparotomy procedure was completed successfully. The nurse did not know the patient's current status.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments tube extension was broken. The tube extension was broken and missing a .207 x .213 piece at the proximal clevis interface. The clevis was dislodged from tube extension. The tube extension was fractured next to one of the keys that mated with the proximal clevis. Failure analysis concluded that the tube extension damage was likely due to mishandling/misuse. Failure analysis investigation also found the instruments tube extension padding was removed. The pad printing was removed at various areas on tube extension, one of them measuring approximately .086 x .189. Failure analysis investigation concluded that the pad printing removal damage was likely due to mishandling/misuse. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .142 - .179 in length and not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that the shaft on the monopolar curved scissors instrument was broken. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.